Event description:
Infusion inaccurate. Infusion dropping dosing limits. Care area designation not working properly. Used on patient while administering insulin. No patient injury.

Manufacturer narrative:
The device evaluation is underway. Results will be reported when the evaluation is completed.